Event description:
Related manufacturer report number: 2017865-2023-72585. During an in-clinic follow-up, noise which resulted in oversensing was observed on the right atrial (ra) lead. An x-ray was performed and showed no abnormalities. During the procedure, the lead was cut and insulation damage was confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable.